Event description:
The patient's line was broken, and blood and tpn (total parenteral nutrition) were on the pt (patient) gown and sheets. The rn clamped the line and placed an iodine patch at the site of the break. The implantable port was de-accessed. The tubing that is attached to the port needle broke from the plastic luer connection. This then allowed blood to come from the port needle, and the infusion continued to run into the bed.